Event description:
It was reported that the patient was experiencing inadequate coverage in the left side. As such, surgical intervention took place on (B)(6) 2026 wherein an additional new lead was implanted to get better left side coverage.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.